Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker was explanted due to a product performance issue. No additional adverse patient effects were reported. This pacemaker is no longer in service. Additional information was received that the pacemaker exhibited early battery depletion. The device will be returned for further analysis. No additional adverse patient effects were reported. This pacemaker is no longer in service.